Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Medwatch: 'secondary IV bag appeared to drain faster than expected. Infusion was stopped immediately. Pump was programmed and running correctly. No leaks or other issues noted. Question of whether secondary bag could have emptied up into the primary bag, through backcheck valve. Medication in secodary bag was magnesium sulfate, 2 grams in 50 ml. No harm to patient. Lot numbers from primary and secondary sets in this report are from lots in same supply bins; actual device packaging was not retained. Product sent to carefusion for evaluation.'

Manufacturer narrative:
Concomitant product: (2) 250ml IV bag of dextrose, therapy date (B)(6) 2015. The customer¿s report that a secondary bag appeared to drain faster than expected was confirmed. The primary and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and backflow from the secondary into the primary was confirmed indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary bag of magnesium sulfate (2 grams/50 ml) was programmed to run at 50 ml/hr but appeared to drain faster than expected. The staff questioned whether it was possible that the secondary bag could have emptied up into the primary bag, through the back check valve. There was no known harm to the patient.